Manufacturer narrative:
(B)(4). Insulin pump received with partial display due to a cracked lcd controller. Unable to perform the displacement test and self test due to partial display. Moisture damage was found on the electronic assembly during visual inspection. Pump received with minor scratches to the lcd window.

Event description:
The customer reported via phone call that the screen of the insulin pump was crack. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.